Event description:
During a laparoscopic cholecystectomy the device did not show signs of failure during operation. However, pt was brought back that evening with a leak from the cystic artery. Pt had a reoperation, 8 units of blood were required. Pt is stable.